Event description:
On an unknown date, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2023, during a peg and j tube replacement, it was reported that the bumper on the peg tube was not visible on the endoscopy. The physician requested a CT scan and admitted the patient to the hospital. The patient underwent placement of a nasal-jejunal tube (nj-tube) to continue duodopa therapy. On an unknown date, the peg and j tube were replaced with a new peg-j balloon type (non abbvie branded device).

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Refer to MDR #3010757606-2023-00429 for j-tube record.